Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2024 for worsening aortic insufficiency and at the end of the procedure, a brain attack was called for slurred speech, left sided facial droop, and left sided weakness in the extremities. A computed tomography (CT) scans were pending to assess for stroke. During morning rounds prior to procedure, there was no issue with data capture in either event or periodic log. It was attempted to disconnect and reconnect the system controller to the power module and get repeat logs that yielded the same amount of data (approximately 8 total events). It was also separately attempted to disconnect from bluetooth and reconnect which yielded the same data. There were no unusual events recorded in the log file event history from pre tavr. From post tavr, the event file was 16 minutes and 29 seconds in duration because during the tavr the file was quickly over writing data with low flow and low speed advisories. The low speed and low flows were cleared; the data collection would cover a larger window of time. Stroke was confirmed; findings of CT stated acute or early subacute infarction. The patient was undergoing transfemoral tavr at the time of noted behavior changes. International normalized ratio (inr) on the day of procedure was 2.0 and heparin was given as an 8,000-unit bolus at the start of the case. Activated clotting time (act) during the case was reported to be around 280 at its highest. Brain attack was called when procedure sedation had worn off and deficits were more apparent. Partial thromboplastin time (ptt) of 65-85 was being targeted with use of continuous heparin drip. No other changes were noted at this time. Plan was to continue with ischemic stroke protocol of mean atrial pressure (map) management as well as ptt goals and monitor deficits for any worsening symptoms.

Manufacturer narrative:
H6: health effect - clinical code corrected manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file collectively contained events from 12sep2024 through 01oct2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.